Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the lamp not turning on could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The sales representative reported to olympus, the evis exera iii xenon light source does not light. It was stated that when the long hold is pressed on the scope, the lamp would not light. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus due to the issue being resolved during troubleshooting. It was reported that the lamp was not being turned on the correct way. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.